Event description:
According to the reporter: during the case, when the surgeon went to clip an artery, the device lacerated the artery. The case was open and controlled with pressure until the surgeon could place suture. Operative time was extended by less than thirty minutes. The case was completed with suture and another device.

Manufacturer narrative:
(B)(4).